Event description:
Hives reaction all over body, trouble breathing and itchy. Started trays. Had several small areas of hives arms both and abdomen. One week and six days later, woke up with hives on neck, scalp, abdomen, arms and legs. Itchy red welts. Went to urgent care and received epinephrine injection for hives and shortness of breath. Therapy to be determined by dermatologist dr. (B)(6).